Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure - 1471", "internal comm failure - 1475", and "internal comm failure - 1173" error messages and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the customer's report for device will not power up was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer's report for "internal comm failure - 1471" was observed during testing. However, the reported problem could not be duplicated. The customer's reports for "internal comm failure - 1475" and "internal comm failure - 1173" was observed during review of the device's forensic memory log. The device was put through debugging and final testing without duplicating the reports. The user interface module (uim) board, the power interface module (pim), and central processing unit (cpu) cable ribbon were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.